Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.batch # unk

Event description:
It was reported that during an open duodenectomy, all staples of the staple line were overly bent on the jejunum. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m53c6z. The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.